Event description:
It was reported that damage occurred to the pump housing and usb port, impacting the customer¿s ability to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on how to put the pump into storage mode before returning it within ten days using a pre-paid label.